Event description:
A (B)(6) male with a history of idiopathic cardiomyopathy s/p heart transplant (B)(6) 2012 with failure to thrive and weight loss. Found to have rul three in bud nodules and afb culture positive mycobacterium chimaera (B)(6) 2017. We are evaluating if this is related to the known issue with heater cooler devices. Pt started on therapy with azithromycin, ethambutol and rifabutin (B)(6) 2017. The isolate has been sent to (B)(6) for whole genome sequencing to see if related to the known mycobacterium chimaera infections associated with (B)(4) stockert 3t heater-cooler systems as outline in FDA safety communications. We expect results in several weeks.